Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic total extraperitoneal (tep) procedure, while dissecting, the balloon did not inflate. A new device was used to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The trocar balloon, dissector balloon, lock collar and obturator appeared intact. The trocar and dissector balloons were inflated, no leaks detected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The reported condition was not confirmed. If information is provided in the future, a supplemental report will be issued.